Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the maryland bipolar forceps instrument cable jumped off the wheel. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was derailed from the distal idler pulley. The grips can still open and close, but movement may not be precise. No other damage was found. An additional observation not reported by the site was that the instrument's pitch cable was frayed. The drive cable was frayed and the pitch up cable was also found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.